Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported after surgery, the patient experienced glare and vision less. Clinical reason being mentioned as less of bcva (best-corrected visual acuity). The iol was explanted and exchanged for an unknown atiol (advanced technology intraocular lens) following the secondary implant procedure. Additional information has received it states that the patient experienced positive dysphotopsia and poor visual acuity.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Additional information states that as per the surgeons opinion the intraocular lens (iol) did not contribute to the event. The patient had a pre existing high corneal sa. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol did not cause the event. Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).